Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found to be stretched on the proximal end with the polypropylene filament broken and detached from the pushwire. The tack weld replacement crimps (twr) and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were intact. Additionally, the pushwire was found bent at the proximal end. The testing performed successfully showed the release wire pushed back. The pushwire was then intentionally broken distal to the break indicator, and the release wire was pulled out from the broken location for evaluation of the coin. A portion of the detach element was found broken off from the polypropylene filament; therefore, any contributing factors from the detach element could not be assessed. The causes for the implant coil detachment could not be determined. It appeared that the coil broke loose from the pushwire as the detachment element broke loose from the detachment ball. It is possible that the detach element became lost or broke loose from the implant coil during return to medtronic for evaluation, or during device decontamination. All coils are 100% inspected for damages and irregularities during manufacture. The axium coil instructions for use (IFU) issues the following: warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was stretched on the proximal end with the polypropylene filament broke and detached from the pushwire. The pushwire was found bent at the proximal end. The tack weld replacement crimps (twr) and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. Under the microscope, the coin was found located against the lumen stop and the shield coil was found present. During evaluation, the pushwire was intentionally broken distal to the break indicator, and the release wire was pulled out from the broken location for evaluation of the coin. A portion of the detach element was found broken off from the polypropylene filament; therefore, any contributing factors from the d etach element could not be assessed. We are unable to definitively determine the cause of the implant coil detachment. It appeared that the coil broke loose from the pushwire as the detachment element broke loose from the detachment ball. It is possible that the detach element became lost or broke loose from the implant coil during return to medtronic for evaluation, or during device decontamination. All coils are 100% inspected for damages and irregularities during manufacture. The axium coil instructions for use (IFU) issues the following: warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment for a grade 4 fistulae, this coil prematurely detached inside the microcatheter. It was reported that microcatheter was pulled back but the coil was left in the guide catheter. The guide catheter was removed along with the coil inside. Another coil was used and procedure completed. No patient injury was reported.